Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states,¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2006 and a revision procedure performed on (B)(6) 2012 due to patient allegations of pain and personal injury. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01491/ -05104).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6), 2006 and a revision procedure performed on (B)(6), 2012 due to patient allegations of pain and personal injury. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the october 12, 2012 right hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative report further noted the presence of bloody, dark synovial fluid with metallosis, scar tissue, a loose acetabular cup with no bony ingrowth and metallosis staining. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head.